Event description:
The customer reported the panorama central station shut down and had a blank screen that displayed an error message, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included replacements of the system hard drive and power supply. The system was tested to factory's specifications. It functioned normally and was returned to use.